Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery out limit and blank display from the insulin pump. The customer's blood glucose level was 270 mg/dl. The customer stated that the pump alarmed after battery change. The customer did not receive multiple batteries out limit alarms. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to monitor the pump and time battery changes carefully.